Manufacturer narrative:
The user reportedly experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while using ilet therapy. Severe hypoglycemia resulting in hospitalization is consistent with a serious medical event requiring inpatient management. The reporting party indicated that the user was found unconscious by the user's mother after failing to wake up for school. The user later reported believing that the event was mostly related to the user's own actions. Multiple follow-up attempts were made to obtain additional information; however, the user was unable to recall details because the event had occurred approximately two months earlier. Engineering review could not be performed because the reported event date could not be established and the device date setting was incorrect, preventing correlation of the reported event with available device data. Review of available engineering records identified no malfunction alerts or factory reset events. Based on available information, the cause of the event remains not established and a relationship to device performance could not be determined. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that approximately two months earlier the user experienced hypoglycemia resulting in loss of consciousness and hospitalization. Additional event details, including the event date, blood glucose value, treatment, admission date, discharge date, and long-term health effects, were unavailable.